Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years, eight (8) months due to mitral stenosis and regurgitation. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve. The patient tolerated the procedure well and was noted to be hemodynamically stable with no complications during the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.